Event description:
The event is reported as: during a procedure, the elastic bands snapped. There was another set in the room that was used. There was a small delay in the procedure. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation, however, the results of the evaluation are not available at this time.